Event description:
Fire department personnel described an electric pad product as a heating pad and identified it as the cause of an apartment fire. The newly purchased product was left plugged in and sitting on a couch which caught on fire. No one was injured. An english translation of a brochure that came with this product referred to it as a "moulding body reducer" designed to eliminate inches off the body. The brand name is "moulding body".